Event description:
A customer contacted beckman coulter inc (bci) regarding an elevated htsh result of 9.4uiu/ml generated by the unicel dxl 800 access immunoassay system that was questioned by the physician as it did not match the patient's clinical presentation. The rerun result for the sample, when treated with hbt (heterophile blocking tube) was 0.7uiu/ml, which was within the normal reference range and a corrected report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was recovering within established ranges. Service was not requested. The customer was not questioning instrument performance. Although a patient source interferent is considered the likely root cause, a clear root cause for this event could not be determined. No sample was available for interference testing by bci cpls (customer product line support).